Manufacturer narrative:
(B)(4). Concomitant medical products- 00620005222 name: shell porous with cluster holes 52 mm o.d. Lot: 61066764, 00801803602 name: femoral head sterile product do not resterilize 12/14 taper lot: 61199487, 00771101220 name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset lot: 61170710. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to pain, elevated metal ion levels due to trunnion corrosion and acetabular component loosening. It was noted that there was some bland synovial hypertrophy and necrosis of her hip capsule. There was black staining on the trunnion consistent with corrosion. The femoral component was cleaned and left in the patient. The head, liner, and shell were all removed and replaced during the procedure. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as there are no allegations against the liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as there are no allegations against the liner.